Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Reportedly, the customer did not remove the cartridge outside of the load sequence. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was 144 mg/dl.